Event description:
It was reported that air entrapment occurred. An opticross hd catheter was selected for intravascular ultrasound examination of the target lesion. Prior to the procedure, it was unable to flush the catheter, and air was not removed from the catheter during flushing. There was imaging issue with the catheter. Procedure was completed with change of catheter and there were no patient complications.